Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, showing 0 units instead of the expected 100 units during several occurrences. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge each time, and technical support advised them to call back for further troubleshooting if the issue reoccurred.